Manufacturer narrative:
(B)(4). Results: photograph analysis. An intra operative photograph was returned for analysis. Based on the observation, the most probably cause of the event is an interaction of the following factors: tissue thickness to cartridge selection, migrant staple picked up by the knife, crossing an existing staple line at the wrong angle, potentially improper device cleaning, not waiting the full 15 seconds before firing, and firing to fast.

Event description:
It was reported during a laparoscopic gastric sleeve procedure on the third firing at the body of the stomach, the surgeon selected a gold reload. During the second firing stroke, the tissue seemed pushed forward out of the stapler. The surgeon stopped firing immediately and decided to return the knife blade to the home position. After opening the stapler and removing the stapler of the tissue, the staplers of both firing stroke seemed to be fired across each other on the same part of the stomach. The surgeon replaced the gold reload and tried to place the stapler medial to the stapler defect to continue the sleeve, this time during firing same thing happened and the previous stapler caused a gastric wall defect. A new device was used to complete the procedure without any problems with the stapler. The surgeon decided to oversew the stapler defect of the sleeve with a v-loc suture. The surgeon inserted a gastric tube 34 fr instead of the regular 40 fr and oversew the stapler defect with a suture with the gastric tube inside the remaining gastric sleeve. The surgeon decided to test the gastric sleeve for leakage with "methalyn blue". The test was negative and there was no leakage.

Manufacturer narrative:
(B)(6). Results: nicked knife and photograph. The analysis found that one device was returned in good visual condition and with three cartridge reloads present. The device was tested for functionality in the articulated position with one of the returned cartridge and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition an intra operative photograph was received. Based on that review, it is believed that the complication experienced was most probably an interaction of some combination the following factors: tissue thickness to cartridge selection miss match, migrant staple picked up by the knife, crossing an existing staple line at the wrong angle, potentially improper device cleaning, not waiting the full 15 seconds before firing, and firing to fast. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Buttressing material was not used. The decision of placing a drain was related to the incident with the stapler. Normally surgeon will not leave a drain in place after the surgery.

Manufacturer narrative:
(B)(4): corrected upon further review of the event by medical director, a surgical drain placed at the conclusion of a procedure to act as a herald signal of anastomotic problems, does not represent significant medical intervention and therefore does not represent an adverse event.